Manufacturer narrative:
Date of event: (B)(6). Dateof report: 03sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The customer reported that the nav ring was not working. Field service engineer evaluated the device. The device front bezel ring was replaced.

Event description:
The customer reported that the nav ring was not working.

Manufacturer narrative:
Added device return status and report source. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the nav ring was not working. There was no patient involvement.